Event description:
It was reported that a patient experienced "anesthetic issues" with his first vns implant, and, since that time, the patient must have 23 hours of observation any times anesthesia is administered. The patient's family member reported that the patient "lost his vitals" and that the physician had to "work on him for several hours." The patient reportedly spent about 1 week in the ICU after the surgery as a result. The patient did have a significant stroke prior to vns being implanted. No further information has been received to date.

Event description:
The operative notes from the patient's initial vns implant surgery stated that the patient had a major cardiovascular collapse due to morbid obesity that required an ICU stay prior to the vns implant surgery. The notes indicated that there were no complications during the vns surgery, and the patient went to the ICU after the surgery to be extubated due to the patient's medical history. No further relevant information has been received to date.